Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown medication for chronic pain syndrome and lumbar radiculopathy via an implantable pump. It was reported that the patient had a fall a few months ago (unsure of date) and they landed on their pump. Following the fall they had only been able to place 32 ml in their 40 mlpump. This had occurred at the last three refills. On (B)(6) 2024 they attempted to remove any excess air/medication 4 times and then clamp the tubing. They were still only able to place 32 ml in the pump. It was chosen to not replace the pump and wait to pump end of life to replace. There was greater than 26 months left on pump battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.